Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b.braun surgical requirements. We have received 15 closed samples and 1 empty aluminium pouch to analyze this complaint. Tightness test to the closed samples received has been performed and the units are tight. Also, the aluminium pouches have been visually analyzed and no defects have been found. Pull out of suture in the closed samples received is correct and the current one. Suture has been pulled out without difficult, thread is not damaged and does not become tangled. However, we have tested the knot pull tensile strength of the 15 closed samples received and the results do not fulfil the requirements of the european pharmacopoeia (ep). 4 samples of the 15 closed samples received have been degraded by hydrolysis along these 2.5 years. The most probable root-cause could be that there is a micropore in the aluminium pouch in the defective units, caused in a completely fortuitous and occasional manner either in the aluminium pouch raw material or in the production process. Nevertheless, it could not be ascertained after the investigation that the root cause is the lack of tightness in the product. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Date rec¿d by MFR: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k122734. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that the thread was fraying and breaking like cotton. Additional information is not available.